Event description:
A 57yr old male with history of severe fracture of left femur undergoing orif. Per surgeon, pt was doing well until recently when he started complaining of pain and had evidence of nonunion with a broken distal locking screw. The pt was admitted for diagnosis of nonunion of the left femur to undergo removal if intramedullary nail and broken screw. Plate application distal femur with internal fixation and bone graft.